Event description:
Patient had primary surgery on (B)(6). Surgery completed successfully & hip stable. Patient attempted to get out of bed on the night of the (B)(6) (unsupervised and against the direction of medical staff). Patient fell out of bed. On (B)(6) patient booked for a head revision, due to dislocation. Surgery planned for the (B)(6) proceeded without delay. Revision surgery went well, 28mm -4mm femoral head revised for 28mm+8mm femoral head. Stability tested and surgeon happy with stability. Update as per response on (B)(6) 2021: the poly head and femoral head were the only two implants revised. The poly liner dislocated out of the metal liner. The femoral head did not disassociate out of the poly insert. The femoral head did not disassociate off of the femoral stem.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review. Product history review: indicate all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to dislocation involving a mdm liner. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had primary surgery on (B)(6). Surgery completed successfully & hip stable. Patient attempted to get out of bed on the night of (B)(6) (unsupervised and against the direction of medical staff). Patient fell out of bed. On (B)(6) patient booked for a head revision, due to dislocation. Surgery planned for (B)(6) proceeded without delay. Revision surgery went well, 28mm -4mm femoral head revised for 28mm+8mm femoral head. Stability tested and surgeon happy with stability. Update as per response on january 19, 2021: the poly head and femoral head were the only two implants revised. The poly liner dislocated out of the metal liner. The femoral head did not disassociate out of the poly insert. The femoral head did not disassociate off of the femoral stem.